Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified stent was deployed in the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. During post-dilatation a minor perforation occurred. A 2.8x19 mm graftmaster covered stent was attempted to be advanced but failed to cross the lesion. Prolonged balloon dilatation was performed to seal the perforation. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.